Manufacturer narrative:
Product complaint # ==> (B)(4). This medwatch report is in response to receipt of maude event report mw5098224 additional information was requested and the following was obtained: event date: 11-10-2020 product code: j416h re: vicryl polyglactin 910 suture the initial procedure on (B)(6) 2020 was a total abdominal hysterectomy. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> a picture was received for evaluation. Upon visual inspection of the picture an opened foil packet, a labeled winding former and two dispensed needle/suture combination of the product code j416 could be observed. This is different than the requirements for product j416 of a strand per package. The extra needle/suture defect has been correlated to the manufacturing process; according to the procedures is a wrong number of components. The foil identified with the lot # qkmkpq was manufactured on 08/31/2020 and the paper lid with lot number qhmckl was manufactured on 07/10/2020. A mix of the label cannot happen in our process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary., an empty opened foil of product code j416, lot qkmkpq, and empty opened labeled winding former of product code j416, lot qhmckl, and two dispensed needle/-sutures. Was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that no double marks were noted in slots from the tray, and was not possible to determine if, an extra needle was placed in-tray. In addition, the needle-sutures were examined, the swage and attachment area was noted to be as expected. The foil identified with the lot # qkmkpq was manufactured on 08/31/2020 and the paper lid with lot number qhmckl was manufactured on 07/10/2020. A mix of the label cannot happen in our process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number qhmckl /j416h05, and no non-conformances related to the reported complaint condition were identified. Mfg. Date 7/10/2020 exp. Date 6/30/2025 a manufacturing record evaluation was performed for the finished device lot number qkmkpq /j416h05, and no non-conformances related to the reported complaint condition were identified. Mfg. Date 8/31/2025 exp. Date 9/22/2020, if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2020 and suture was used. From picture provided, it is noted that the outer wrapping of suture product has different lot number and expiration date than inner cartridge that houses/secures suture needle. Additional information was requested.